Event description:
It was reported that the patient developed an infection post-neurosurgery. Durepair was used in the patient's surgery and may possibly be related to the infection.

Manufacturer narrative:
The device has not been returned to the manufacturer.